Manufacturer narrative:
The t:slim pump user guide states: during the fill tubing process, insulin delivery is stopped and must be resumed upon completion. If you select fill tubing from the load menu but do not complete the process within 3 minutes, the fill tubing alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the tube filling process. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete fill tubing alert after initiating the change cartridge process. Reportedly, the customer had taken longer than 3 minutes to fill tubing. The customer's blood glucose (bg) level was 200-400 mg/dl at the time of the event. The customer delivered a bolus to address bg level. Tandem technical support educated the customer about the reason why the alert occurred. The customer acknowledged.